Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The international customer reported that upon installation, the backup battery is not getting charged. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition/conclusion: the malfunctioning unit was returned to philips-respironics for failure investigation (fi). Fi determined that the bd2 bridge rectifier had shorted internally and subsequently caused heat related damage to the power supply which was visually evident. The bridge rectifier failure caused the battery charging circuit of the power supply to malfunction. While it was reported the unit did not alarm as expected, the unit was able to power on via backup battery power and emitted associated alarms properly during fi, so the determination could not be made that the device failed to meet specifications.

Event description:
The international customer reported that upon installation, the backup battery is not getting charged. The customer reported there was no patient involvement.